Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and, noted error 2012 had also occurred. Fse reproduced errors, and found the sample nozzle was bent which caused liquid spill on the turn table home sensor. Fse resolved the complaint by replacing the sample nozzle and turn table sensor. Fse validated analyzer by performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: air detected [diluent] is generated when there is no contact with the liquid after diluent suction. The operator is instructed to contact the service department. Turn table home not found is generated when the home position of the turntable motor cannot be detected. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to failure of the sample nozzle and turn table sensor.

Event description:
A customer reported getting "4002 turn table home not found" on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.